Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, no drops of insulin were seen exiting the cartridge tubing. The customer's blood glucose (bg) level ranged from 348 - 500 mg/dl with large ketones, which the hcp identified as life threatening. Customer addressed for bg and ketone level by administering manual insulin injections. Reportedly, the customer changed all supplies and resumed insulin therapy, resolving the occlusion issue.